Manufacturer narrative:
The investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records. In telephone contact, thecomplainant informed that the information about lot number of theproduct was not available.

Event description:
(B)(4)- the dentist reported that, 2 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed.